Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's field service engineer confirmed the complaint. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer inspected the trilogy evo system pca for visual defects and found none. The manufacturer retrieved and reviewed the event log from the system pca and did not note on occurence of e-195 in the log and concluded that the system pca operates as designed.